Event description:
The devices were used during a laparoscopic gastric bypass procedrue. The devices were used to cut and staple the lateral side of the gastric pouch. The devices produced a full staple line but did not cut completely. Another device was used to complete the resection. There were no pt consequences.